Manufacturer narrative:
Concomitant medical products: pb1018 valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not showing any green lights on the telemetry portion during a manual transmission. It was also reported that there was a suspected telemetry problem between the remote monitor and the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow up and to help rule out any potential implanted device concerns. Patient may bring monitor to verify if it was able to read the device before going home. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.